Manufacturer narrative:
The investigation determined that the names of three patient samples tested on a vitros 250 chemistry system were mis-associated with the incorrect patient sample identification number. The tsc determined that the cause of the event was user error due to improper sid reuse. The tsc referred the customer to the information contained in the ¿sample ID reuse¿ section of the vitros 350/250 chemistry system operator's manual on page 7-7 which describes how to properly manage sid numbers that were previously used and not processed to completion or deleted. In addition, the tsc assisted the customer in deleting old pending sample programs on their vitros 250 chemistry system. The vitros 250 chemistry system was operating as programmed and as intended; no malfunction occurred. The investigation determined that the assignable cause of the event was most likely user error due to improper sid reuse.

Event description:
The customer reported that results from three different patient samples obtained using a vitros 250 chemistry system were mis-associated with the incorrect patient name. Mis-associated patient results may lead to inappropriate physician action. The mis-associated patient results were not reported out of the laboratory and there was no report of patient harm as a result of this event. (B)(4).